Event description:
On 16th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, corrosion has built up on the device and the paint was peeling. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, corrosion has built up on the device and the paint was peeling. There was no injury reported, however, we decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and rust occurrence, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint peeling is moderate and the failure ratio of rust occurrence is low. A root cause analysis was performed by subject matter experts and concluded that the stagnation of cleaning agent residues probably caused paint damage and the appearance of rust. To prevent any incident, the user manual (01581 rev. 9, pages 35-37) mentions instructions concerning cleaning and disinfection, recommended and prohibited products. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions, avoid high concentrations, prolonged exposure to detergents/disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual (01581 rev. 9, pages 20-22) mentions to check the headlights for chipped paint, impact marks and any other damages during daily checks. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 06/26/2016. Corrected h4 device manufacture date: 06/30/2016.

Event description:
Manufacturer's reference number (B)(4).